Manufacturer narrative:
The field service engineer checked the gear pump, water pressure, rinse levels, and ran a hardware check. The hardware check passed. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The reagent lot numbers and expiration dates were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for 8 patient samples tested on the cobas c 503 analytical unit. Results for the following assays were affected: albumin, glucose hk gen. 3, and total protein. The customer observed a negative bias for calculated tests, so they decided to repeat the patient samples. The samples were repeated on a second analyzer and the repeat values were deemed correct. The first sample initially resulted in an albumin value of 2.5 g/dl and it repeated as 3.4 g/dl. The second sample initially resulted in a total protein value of 6.5 g/dl and it repeated as 17.1 g/dl. The third sample initially resulted in an albumin value of 2.5 g/dl and it repeated as 3.7 g/dl. The fourth sample initially resulted in a total protein value of 6.2 g/dl and it repeated as 7.4 g/dl. This sample initially resulted in a glucose value of 64 mg/dl and it repeated as 114 mg/dl. The fifth sample initially resulted in a total protein value of 6.10 g/dl and it repeated as 7.4 g/dl. The sixth sample initially resulted in an albumin value of 1.7 g/dl and it repeated as 3.7 g/dl. This sample initially resulted in a total protein value of 5.6 g/dl and it repeated as 7 g/dl. The seventh sample initially resulted in a total protein value of 4.8 g/dl and it repeated as 7.4 g/dl. The eighth sample initially resulted in an albumin value of 2.8 g/dl and it repeated as 3.5 g/dl.